Event description:
Spontaneous report received in november 2004 from an institution regarding a heart transplant pt (identifiers not provided). The pt received a heart transplant the previous day. Celsior solution was used in the heart transplantation. After the transplant the pt had poor heart function and was put on extracorporeal membrane oxygenation. The pt's outcome is unk. The reporter did not provide a causality assessment. No further info was received. This is the second of three cases provided by this reporter. Please refer to cels-10010 and cels-10012.